Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that there was a crack between the funnel. Investigation was initiated by inflating the balloon with water and it was observed that the water seeped out between the funnel and shaft bonding. Review under magnification lens showed no sign of crack. However, it was observed that the shaft was nearly detached from the funnel. It was also observed that the surface of the shaft end was uneven (jagged) which may result from excessive force applied. Besides that , part of shaft remnant was clearly visible and still intact within the funnel which indicated that the tube was once well attached to each other. Such detachment may happen due to several reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper , excessive force applied at the funnel end or between the shaft because of catheter stuck at crib rail or tube extended as the patient glide on the bed. Such extreme tensile strength may exceed the standard requirement of catheter strength and render catheter to be detached or break. Nevertheless, as part of our initiative, positive released test was implemented at injection molding process. As per spm-asl -002 , maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0. 7skg (for catheter size ch6-ch10) and lkg load (for size 12ch and above) tested as per bs en 15020696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the investigation conducted on the returned sample, part of shaft remnant was clearly visible and still intact within the funnel which indicated that the tube was once well attached to funnel. Besides that , there was no manufacturing process which can lead to such defect happened. Therefore, this complaint could not be confirmed.

Event description:
Reported issue: happened in the pediatric department. The catheter self-expelled from the patient (who was a child). Once out, the balloon was tested again (inflation - deflation). The balloon was leaking through a probable crack between the funnel where the collecting bag is inserted and the beginning of the catheter. A new catheter was inserted in the patient.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: happened in the pediatric department. The catheter self-expelled from the patient (who was a child). Once out, the balloon was tested again (inflation - deflation). The balloon was leaking through a probable crack between the funnel where the collecting bag is inserted and the beginning of the catheter. A new catheter was inserted in the patient.